Event description:
It was reported that during a bph surgical procedure at (B)(4) joules and 4:04 minutes "laser started to fire out the end of the fiber" was noted. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was cleaned during the procedure. No harm to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks and sign of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.